Event description:
Femoral line was inserted for IV access as patient was compromised. Insertion was uneventful. Guidewire was removed. Cxr showed wire still in the patient. The m.d. Documented the wire was removed. Patient was taken to interventional radiology for guidewire removal. The original wire was not sequestered. The guidewire was approx. 60 cm long. A second kit was opened after the incident and when the guidewire was removed from the advancer the entire length of the guidewire sheared apart. Lot# rf2068978, expires 02/2014. Dates of use: (B)(6) 2012. Diagnosis or reason for use: sepsis.